Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia* powered handle. The data from the battery of the handle was evaluated and it was found that the differential limit had been exceeded. A review of the device history record indicates the handle was released meeting all medtronic quality release specifications at the time of manufacture. The root cause for cell balancing failures has been identified as inaccuracies in the cell voltages reported by the bq chip. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy procedure, while being applied to the vessel, three reloads were used with the handle to fire and after the third firing, the handle shut off and went black on the screen. The surgeon was able to retract the blade after firing but was no longer able to use the product. The nurses tried charging the device but flashing red lighted came off, so they used another handle instead. Another handle and shell were used to resolve the issue in order to complete the case. There was no patient injury.